Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose are off. Customer also states that the led light has been blinking. The blood glucose reading is 218 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.